Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a portion of the quantum maverick balloon catheter. Portion of the distal shaft, inner shaft, markerbands, balloon and tip were not returned for analysis. The shaft and hypotube were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen. There were numerous kinks throughout the hypotube of the device. There was a complete shaft separation 19.5cm distal of the exit notch. The separated end appeared to be slightly jagged and damaged, which indicates that the separation was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was not consistent with the reported information, due to the additional damage found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08-may-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and non calcified coronary artery. A 3.0mm x 8mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a shaft detachment.